Event description:
Additional information received indicated atrial lead had insulation damage.

Event description:
It was reported, that the patient's right atrial (ra) lead was oversensing noise. Resulted, in inhibition of pacing and inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.